Event description:
It was reported that during an arterial embolization treatment procedure, a larger coil was implanted than expected. The physician was treating a gastrointestinal bleed located in the stomach with the use of 2mmx5mm fibered platinum coils. The physician thought a 2mmx5mm coil was in the delivery system, however, an estimated 4mmx6cm coil was within the delivery system and deployed into the artery. A 2mmx5mm coil was also deployed into the artery after this coil. The coils were both deployed in the appropriate artery, which was successfully embolized. There were no reported pt complications. The pt status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).